Manufacturer narrative:
Kumar, v., kanabar, p., owen, p. And rushton, n. (2008). Less invasive stabilization system for the management of periprosthetic femoral fractures around hip arthroplasty. The journal of arthroplasty, 23, 446-450. This report is for an unknown liss plate/unknown quantity/unknown lot. Screw, fixation, bone; hwc. (B)(4) pertains to decline in functional outcome. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: kumar, v., kanabar, p., owen, p. And rushton, n. (2008). Less invasive stabilization system for the management of periprosthetic femoral fractures around hip arthroplasty. The journal of arthroplasty, 23, 446-450. The authors presented a study of 18 periprosthetic femoral fractures treated with synthes device, less invasive stabilization system (liss), between september 2001 and march 2005. Three patients died during the follow-up period owing to unrelated causes and were excluded from the final results. There were two male and 16 female patients with average age of 81.6 years (range, 63-93 years) and average follow-up period was 11.7 months. Results included: one patient with chronic sinus in the posterior aspect of the distal thigh with low-grade chronic infection around the prosthesis; seven patients who declined in functional outcome (two patients independently mobile prior to surgery used one stick at time of final follow-up; three patients used one stick pre-operatively and subsequently required a frame post-operatively; and two patients using two sticks prior to surgery both required a frame after surgery); one patient had a fall 17 days postoperatively which required a further liss plate fixation; and three patients experienced mild to moderate discomfort related to prominent implants. This is report 1 of 1 for (B)(4). This serious injury report is for an unknown liss system (plate and screw).